Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) ttsh cardiosave battery maintenance. There was no patient involvement and no harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they calibrated the batteries. The unit passed all functional and safety tests and was returned to customer.